Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the hemolysis and access site bleeding issues have been has been completed. No data logs were returned for analysis. The cause of the hemolysis was most likely patient anatomy condition related and related to the patient's volume status. The cause of the access site bleeding was most likely patient movement based on the provided clinical information. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: hemolysis. Impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system: section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter as noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: as noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: as noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ access site bleeding. Impella cp with smart assist system: section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella rp flex with smart assist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smart assist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer: as noted in the impella IFU ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed hemolysis resulting in volume auxiliary level adjustment. The physician reportedly was not concerned with the hemolysis as the patients¿ blood pressure was good and cardiac function was recovering. Additionally, it was reported the patient had an issue with access site bleeding from patient movement, which was addressed with pressure and suturing of the insertion site. The patient remained on impella support and was successfully weaned.